Manufacturer narrative:
No lot number provided, investigation could not be performed. Trending indicates no further action required.

Event description:
Patient reported general redness, itching, blisters/welts, and skin irritation. Patient did seek medical intervention/treatment where they were advised to treat with an otc medication, hydrocortisone cream. The patient did following proper skin preparation instructions.